Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision completed due to loose tibial component, osteolysis, and polyethylene wear. Tibial component was also revised.

Event description:
Revision right knee.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received stated the following: 1. It was indicated that there was tibial loosening. On what interface did the loosening occur? There was significant loosening and osteolysis of the tibia and the failed interface could not be determined. 2. Was/were the bone cement/s used depuy manufactured? If yes, please provide the quantity, product and lot numbers. Unknown and if known would have been stated in the original report, not believed to be depuy synthes cement. 3. Please specify which poly was worn. Was it the insert or the patella or both? Both. 4. Was there an allegation against the revised femoral component? If this is the case I think it is the femur was not revised and would have been marked as still implanted. This case is several weeks ago now and I do many cases and many cst reports. Please understand all information available at the time is included however after several weeks as is the case here it can be very difficult to recall one single case. 5. Was surgery time extended? If yes, what is the duration of the delay? No delay.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h6 (device code).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.